Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for the product and capsular contracture, baker grade iii. Device photo analysis: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: white calcification-like observed on the device. Crease fold observed on the device. Observed an opening assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange from textured to smooth implant due to the patients concerns with the product. Device explanted. Later, healthcare professional reported capsular contracture baker grade iii.